Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the ready for use indicator was not functioning properly. There was no patient involvement.